Event description:
The manufacturer received information alleging service required. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed in the event log. Ventilator inoperative error evt_mach_flow_drift_high means the machine flow sensor drift above the specification (>0.2lpm). Additionally, an error code related to the motor controller was found in the event log. Evt_mcl_foc_shutdown means the motor controller has proceeded to the shutdown state due to an error with the motor. An error code related to sensor offset was found in the error log. Evt_drift_debug means the sensor offset during drift calculation is too high. Error codes related to buzzers were found in the event log. Evt_therapy_buzzer_fail and evt_power_buzzer_fail mean there is no sound coming from buzzers. The device has a speaker as the primary sound source, the buzzers are back up. These errors are not considered reportable malfunctions like the ventilator inoperative error. The device's blower assembly, system board and machine flow sensor were replaced to address the issues.